Event description:
New information received from the customer stating that the lens was not centered in the lens case and clamped with the edge in the thread of the lid. When removing the lens, the edge was no longer sharp and round, but jagged. As a result, the surgeon did not proceed with the preparation of the lens, but discarded it. Lens is no longer available.

Manufacturer narrative:
With the new information received, this case is not reportable. There will be no further reports sent in. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. The product history and batch records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A health professional reported that an intraocular lens iol) implant was defective. The timing of the event and patient impact are unknown. Additional information has been requested.